Event description:
Hub tip of port needle (19 g x 0.75 in) leaking during flushing normal saline solution (nss) after lab draw. Pt denied pain, discomfort, flushed without difficulty. Removed the leaking port needle, and replaced with new functioning port needle under sterile technique 5.